Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the field rt log was reviewed and 7 minutes into the run, suction and a loss of mc pulsatility were observed. Placement signal waveform was steady. The returned pump was visually inspected, and no abnormalities were observed. The pump was run in a basin of water and the pump flow was 3.7 l/min. The root cause of the issue was most likely improper positioning of the device since the issue occurred during the repositioning after the repo sheath. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, the device had low flows and lost waveforms. The impella was pulled back slightly, but the pigtail remained across the aorta valve. The impella device was repositioned. Troubleshooting was performed but unable to resolve waveforms and flows. The impella was removed and a second pump was successfully placed without harm or injury from interruption in the support.